Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the #7 key on a spectrum pump keypad was not functioning during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the #7, #4, and #1 buttons on the keypad were not working. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the failed keypad. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.